Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.